Manufacturer narrative:
(B)(4). Proposed g-code: mechanical (g04) - impactor. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial procedure, the impactor tip fractured during impaction while following the correct surgical technique. No complications, injuries, or surgical interventions were reported, and no foreign bodies were retained due to this malfunction. The case was completed without any adverse outcomes to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3. The reported event is confirmed. Visual examination of the provided pictures identified implants used in surgery. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. The root cause is attributed to use error. The wrong impactor was used for the tray. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.